Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive and cannot navigate passed the verify screen. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were found to be responsive and had normal spring back and click. There was no evidence of contamination found under the key contacts.